Manufacturer narrative:
The problem was due to a component failure (diode). We are unaware of patient injury.

Event description:
The laser system has the following problem: "diode had low power". No adverse effects to patient was reported.